Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The cartridge was loaded prior to calling tandem technical support, the customer did not specify how the cartridge was loaded or identify which action was done incorrectly that could have caused the alarm. Reportedly the customer was able to load a cartridge successfully.